Event description:
The customer reported that there was a high pitch sound coming from the base of the mainframe and that the system locked up and they could only clear by rebooting. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors. The system operates as intended.